Event description:
Pre-amp cable, mpm-1 (loaner) was reported to look like the black outer covering had been burnt/ melted and clinical educator was convinced that a wire could be seen/felt. There was no patient involvement however, the hospital did not want to use the product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated upon the reported information.